Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 12 hours later with no permanent damage; however, customer returned to the ER with an ongoing elevated bg level. Bg level was treated with intravenous insulin and saline. Customer left the ER 12 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.